Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable is broken and therefore error 218 occurs, and no image is displayed. Three attempts were performed to obtain additional information, but no response was received from the customer. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due a video cable broken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had abnormal image (did not look good). There were no reports of patient harm.